Event description:
A customer reported the device in question had over delivered fluids by 22 %. Once received, walkmed infusion's service technicians performed a delivery accuracy test. The device failed this test as it had over delivered by 27%.

Manufacturer narrative:
The investigation for the pump in question has not been completed. A follow up report will be filed within 30 calendar days to disclose the investigation findings.